Event description:
It was reported that during a preventive maintenance (pm) performed by the customer, the alarms on the cardiosave intra-aortic balloon pump (iabp) were not working properly. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that they removed and replaced the lamp assembly to fix the issue. The customer then returned and cleared the iabp unit for clinical use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that the alarms on the cardiosave intra-aortic balloon pump (iabp) were not working properly. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.